Event description:
It was reported that the cassette was not attached properly. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a loose air detector, bubbled dso seal and scratched lcd lens. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was duplicated. When a cassette was attached, it was found that the device constantly alarmed 'cassette not attached properly' due to inoperable dso sensor. The cause of the issue is the inoperable dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.